Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 60 mg/dl which went down to 49 mg/dl and was treated and went up to 80 mg/dl. The customer also reported sensor issues. The customer declined low blood glucose troubleshooting. The customer did not mention if auto mode was in use. The insulin pump will not be returned for analysis.